Event description:
Consumer's daughter in law alleges the consumer hit a dip in the sidewalk and the scooter and the consumer allegedly tipped over.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.